Event description:
Pt reported feeling diaphoretic and short of breath. Pt states pt noticed pt's shirt feeling wet so pt changed pt's extension tubing. Pt states pt continued to feel poorly and noticed pt's shirt getting wet again. Pt states, "I panicked and called 911". Pt reported ems took pt to local ER where rn noticed that there was a crack in the clave. Clave was changed in ER and pt states pt began to feel better immediately. Pt denies any further problems. Pt was released to home.